Event description:
Device malfunction: clip stuck on the clip delivery tube. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a heavily calcified common femoral artery after a diagnostic procedure. Reportedly, after deployment of the clip, the clip became stuck on the clip delivery tube. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.